Event description:
It was identified that a revision surgery had been performed 11 days post-insertion due to due to acetabular aseptic loosening and device migration. The acetabular component was replaced, and the femoral component left in-vivo.